Event description:
It was reported that this artificial urinary sphincter (aus) exhibited fluid loss from a tear in the balloon. A surgical procedure was performed to remove and replace all the components. There were no patient complications.